Manufacturer narrative:
The pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level in the 40's (mg/dl); cause was unknown. Reportedly, the customer was sleeping and did not do anything to treat the bg; however, the issue was resolved without treatment. Additionally, u-500 insulin was being used to fill the cartridge.